Event description:
Information was received that a smiths medical ventilator had been dropped and the battery compartment is damaged.

Manufacturer narrative:
Evaluation summary: one pneupac parapac ventilator was received for investigation in fair condition, with noticeable damage to the battery holder assembly and cracking on the gray bezel. Upon immediate inspection, this confirms the reported complaint allegation. The battery compartment and bezel were replaced and the device passed all functional tests. A DHR review was also completed. Based on the investigation, user interface was determined to be the problem source.